Manufacturer narrative:
The reported event that a «k-wire drill tip axsos ø2.0 x 315mm 5.0mm locking set» broke off and was retained in the patients' right femur, could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Since the actual ¿k-wire drill tip axsos ø2.0 x 315mm 5.0mm locking set¿ was not returned, a visual inspection could not be performed. However, the reported failure mode is likely to have happened, due to too much torque applied on the device while being inserted into the bone. Such power, in combination with hard/dense bone, and even violent moves, could definitely deform the device and lead to such a breakage. Particularly, if the drilling was in an inclined angle, in the hard bone, a bending moment could be generated, leading to a fracture, as the one reported. As per IFU (v15119), ¿the implants should be used by surgeons who have received adequate information and are familiar with the surgical technique. [¿] wires are intended to provide fixation of fractures, either provisional or until complete healing occurs. However, misuse of the devices or patient noncompliance may adversely affect performance. [¿] they are intended for single use only. [¿] the use of wires for tasks other than those for which they are intended may result in damaged/broken wires or patient injury.¿ users should always read the instructions provided before using a specific instrument/implant. As per op. Tech. (Axsos targeting femur optech), ''use k-wires and/or lag screws as necessary to temporarily secure the reduction. Typically, k-wires set parallel to the joint axis will not only act to hold and support the reduction, but also help to visualize/identify the joint. Care must be taken that these do not interfere with the required plate and screw positions.¿ as per cleaning and sterilization guide (B)(4), ''devices labeled ¿for single use only¿ must not be reprocessed for re-use. When single use devices are supplied non-sterile and require sterilization before use, the appropriate sections of these instructions may be applied unless other specific instructions are provided in the package insert. [¿] single use devices must not be reused, as they are not designed to perform as intended after the first usage. Changes in mechanical, physical or chemical characteristics introduced under conditions of repeated use, cleaning and re-sterilization may compromise the integrity of the design and/or material leading to diminished safety, performance and/or compliance with relevant specifications.¿ if the k-wire drill has not been used carefully and under appropriate conditions, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. Based on the investigation the case could be classified as user-related due to over-torque, however please bear in mind that more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed. : device is not available to stryker.

Event description:
Sales rep reported a 2.0 mm kwire broke off and was retained in the patients' right femur. Part number 703561 no lot available and no implants returned per hospital policy. Procedure was completed successfully.